Manufacturer narrative:
Initial submission done in error: the v680 is an exported device and not available for commercial distribution in the united states, therefore does not fall within FDA reporting guidelines.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. Codes to use: no findings available/conclusion not yet available.

Event description:
It has been reported that the device will not turn on and cannot be used. No patient involvement at this time.